Manufacturer narrative:
100ml baxter bag, lot: p394510, exp: dec20, 0.9% sodium chloride injection. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Additional information requested, however not provided.

Event description:
It was reported that a new bag of lasix 100mg/100ml was hung on (B)(6) 2019 at 0919, previous settings were resumed, the tubing was secured in the pump, the pump was then locked and restarted. The bag of lasix was empty approximately 25 minutes after being hung. The patient was asymptomatic, remained stable the following day, and developed a slightly elevated creatinine.

Event description:
It was reported that a new bag of lasix 100mg/100ml was hung on (B)(6) at 0919, previous settings were resumed, the tubing was secured in the pump, the pump was then locked and restarted. The bag of lasix was empty approximately (25) minutes after being hung. The patient was asymptomatic, remained stable the following day, and developed a slightly elevated creatinine.

Manufacturer narrative:
The reported issue that a bag of lasix (furosemide) had emptied prematurely within 25 minutes after starting could not be confirmed or duplicated during the investigation. An infusion of furosemide was started on (B)(6) 2019, running at the rate of 10ml/h, and was manually terminated on (B)(6) 2019 after having infused a recorded volume at 95.51ml from a programmed vtbi at 100ml. There was no other infusion. Found recorded that had occurred within a 25-minute duration. The testing and inspection process did not find any existing malfunctions and the system (lvp and administration set) to be infusing within specification. Log analysis results: a primary infusion of the drug furosemide (lasix), drugid=81, was programmed with a concentration entered as 100mg/100ml. The rate was set at 10ml/h with the vtbi 98ml entered. Infusion start was at 11:58pm on (B)(6) 2019. The infusion is interrupted before completing by user actions at 9:18am on (B)(6) 2019. The infusion was placed in a pause state. A safety clamp open alarm was generated for 1 second, the door was closed and the infusion started at 9:22am. It could not be ascertained if a new bag was hung and there was no programming restoring; infusion was running as last programming with the remaining vtbi from the initial programming. The infusion was interrupted again by user actions of opening the door, followed with the pump module alarming with check IV set at approximately 9:37am. The pump module was turned off at 9:38am shutting down the system. No other infusions were recorded performed. The total volume infused was recorded at 95.51ml. A root cause could not be identified during the investigation.